Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that when the shaver was activated with the burr, it began to smoke. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Alleged failure: smokey shaver. Probable root causes could be: improper set up and/or malfunctioning console. The reported failure mode will be monitored for future reoccurrence. Mfg date: 02/04/2015. (B)(4).

Event description:
It was reported that when the shaver was activated with the burr, it began to smoke. There was no patient involvement and therefore no adverse consequence.